Manufacturer narrative:
Further investigation was made of the reported event. It was determined that there was no leakage of the device and therefore there was no balloon loss of pressure event. The device remains unavailable for analysis and therefore, the actual device failure is unknown. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming.

Manufacturer narrative:
It was previously reported that the malfunction did not meet the criteria for regulatory reporting. However, upon further review it was determined that the possible event was leakage due to balloon loss of pressure and therefore, the event meets the criteria for regulatory reporting. Please note update to section d4 regarding the UDI# and to h6 regarding a revision of device code. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Upon review, the reported event was re-classified and was evaluated to not involve deflation difficulty as previously reported. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming.

Manufacturer narrative:
The manufacturing and expiration date of the second lot number are may 22,2019 and may 31, 2021, respectively. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When prepping a mynxgrip device for vascular closure, after pulling negative only 1 cc of saline was in the syringes. Another mynx device was used. There was no extended bed rest. There was no patient injury and the device will not be returned for analysis. Initially, the technician took the first device, grabbed 4ccs of saline to prep the balloon. The mynx vcd was prepped according to IFU instructions. The balloon was prepped with 100% saline. The device was purged of air during prep. The tech then inflated the balloon with all 4ccs and there was no drip on the back end at the indicator. She then pulled negative and only 1cc of saline was in the syringe. She was concerned as to where all the saline was displaced. The balloon was fully deflated. The device never went into the body. It is not known if the lot number is f1903501 or f1914102.